Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding. Customer reported that a patient was on the table at the time. Customer did not confirm if patient was undergoing a procedure. Customer confirmed that the station was successfully rebooted. The length of the delay, if any, was not disclosed. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). The customer requested that the complaint file be closed. Customer reported the station was operational after a reboot. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding. Customer reported that a patient was on the table at the time. Customer did not confirm if patient was undergoing a procedure. Customer confirmed that the station was successfully rebooted. The length of the delay, if any, was not disclosed. Patient or user harm was not reported.

Event description:
Customer reported that a bd pyxis medstation es system unexpectedly stopped responding. Customer reported that a patient was on the table at the time. Customer did not confirm if patient was undergoing a procedure. Customer confirmed that the station was successfully rebooted. The length of the delay, if any, was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-aug-2020 to 18- aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system stuck on the blue screen. The customer rebooted the station to resolve the issue. The technical support specialist acknowledged the steps taken by the customer to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.